Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive around light guide lens was peeled, probe cover had a scratch, connecting tube had a scratch, objective lens had a scratch, protector of universal cord on scope connector side had a scratch, scope connector cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, right/left knob had a scratch, up/down knob had a scratch, due to a scratch on objective lens, the image had dark area partially, flexibility adjustment ring had a scratch, switch box had a scratch, scope cover had a scratch, scope connector had a scratch, universal cord had a scratch, grip had a scratch, suction cylinder was shaved, control unit had discoloration, control unit had a scratch, forceps channel port was shaved, and due to dirt on objective lens, the image had dark area partially. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.